Event description:
Medtronic received information that during use of a dlp flexible arch arterial cannula, it was reported that the cuff on the cannula was loose. The device was used to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.